Manufacturer narrative:
Additional information section d.9. The explanted device was received by advanced bionics (B)(6) 2025. Advanced bionics is currently attempting to obtain consent from the recipient. The device remains intact in a locked vault at ab, llc until consent is obtained. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is believed to have experienced a failure in-situ. A review of the device history record was completed, and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain, headaches and intermittent tinnitus with device use. The recipient presented with decreased performance that resolved with programming. CT scan was unremarkable. No medical intervention occurred.

Manufacturer narrative:
Additional information section h.6 the recipient was reimplanted with another cochlear device. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on july 21, 2025. The explanted device was received at the company on may 14, 2025 and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of overly loud sound could not be verified during this analysis, which was limited due to the electrode being damaged prior to receipt. This device passed all of the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: h.6. The recipient will remain a non-user of the device. This is the final report.